Event description:
The event involved a set extension 7in w/microclave clear/clamp/rotating luer ca/50 where the customer reported that during the patient¿s medication infusion, the extension tubing came apart from the microclave. T. The patient was already infusing, and it fell apart during infusion the patient was not moving his infusion while he was hooked up to it. The reporter stated that in this instance, he (the patient) had received all of the medication and only missed the normal saline flush to clear the IV line. Once it came apart, the customer stated that they could not hook him back up with another extension as the line was now open to the air leaving potential for bacteria to enter in what should be a closed system. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a device history review should be conducted. (B)(6).